Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of an mid:09 (air trap assembly) error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by biomed technician at the customer's site. Visual inspection of the console found that the air trap block needed cleaning. Biomed technician was able to clear the air trap error message by cleaning the air trap. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer.

Event description:
As reported, during device check by the customer, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message. No patient involvement.